Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# implanted: (B)(6)2012, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable infusion pump. The concentration was unknown and the daily dose was reported to be up to 600 units. The indication for use (IFU) was listed intractable spasticity and multiple sclerosis. A volume discrepancy was reported. There had been discrepancies in the past refills; however the volume information was unknown. This had been happening for a while; however the event date was unknown. The consumer did research on the pump and inquired if the patient's pump has issues. No patient symptoms were reported. The drug information, other medications, pertinent medical history, troubleshooting, actions/interventions, cause and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.